Event description:
The customer reported being in the emergency room due to high blood glucose over 700mg/dl, and her blood glucose was treated with an insulin drip. The caller stated that she experienced nausea before her admission. The customer stated she found out her blood glucose was high while having a blood work and doctor's information. No further details were provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.